Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2020, as it was reported that the event occurred in the week of (B)(6) and the exact event date is unknown. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block e1: initial reporter address and state: (B)(6) block h6: device code of 1536 captures the reportable event of "the tip was locked after firing." Block h10: investigation of the returned capio slim device was performed. Visual analysis found that there were no issues observed with the cage and carrier. The ten riveting pins were in place. Furthermore, the suture was not returned with the device. Functional analysis was performed by actuating the carrier three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart could be entered in the catch slot without any issues. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. This search revealed that lots 24578098, 24472196, 24571826 are the most probable lots. A review of the device history record (DHR) performed on the identified lots indicated that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis, it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh (tvm) procedure performed in the week of (B)(6), 2020. According to the complainant, after unpacking, when functional check was performed outside the patient, the "tip was locked after firing." This event most likely indicates that the capio carrier was unable to retract after actuation. The procedure was completed with another capio slim device. There was no patient injury reported as a result of this event. The condition of the patient at the conclusion of the procedure was fine.

Manufacturer narrative:
The event date was approximated to (B)(6), 2020, as it was reported that the event occurred in the week of (B)(6) and the exact event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh (tvm) procedure performed in the week of (B)(6), 2020. According to the complainant, after unpacking, when functional check was performed outside the patient, the "tip was locked after firing." This event most likely indicates that the capio carrier was unable to retract after actuation. The procedure was completed with another capio slim device. There was no patient injury reported as a result of this event. The condition of the patient at the conclusion of the procedure was fine.